Manufacturer narrative:
Additional information was received on (B)(6) 2021. The explant date was clarified to be (B)(6) 2021. Replacement with mentor gel was performed with explant. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
Additional information was received on october 2, 2021. In addition to the left sided rupture reported initially, the patient also experienced a right sided rupture. This was discovered during explant. This report relates to the left prosthesis. See 1645337-2021-12016 for contralateral prosthesis report. The mentor failure analysis lab received the device for evaluation on october 13, 2021. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information was received on october 19, 2021. The event date was clarified to be (B)(6) 2021 when computed tomography confirmed rupture. The explant date was clarified to be (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the union between shell and patch. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female underwent primary breast augmentation with 350cc mentor memorygel breast implants and experienced rupture on the left side postoperatively. The rupture was confirmed with an ultrasound. As a result, the patient is scheduled to undergo device removal on (B)(6) 2021.